Manufacturer narrative:
This report is submitted on september 22, 2023.

Manufacturer narrative:
This report is submitted on sep 07, 2023.

Event description:
Per the clinic, the patient experienced tip fold over. Subsequently, the patient was placed under general anesthesia on (B)(6) 2023, in order to explant the device. The patient was reimplanted with another cochlear device during the same surgery.